Event description:
It was reported by service report that the patient left fowler handle was broken with sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: fowler; handle.